Event description:
The initial reporter received a questionable elecsys vitamin d total iii result for one patient sample tested on the cobas e 411 analyzer (disk system). The initial result was >300 ng/ml. The repeat result was 40 ng/ml.

Manufacturer narrative:
The reagent lot number was not provided. The field service engineer inspected the analyzer and found excessive bubble formation due to the bead mixer not mixing properly. He performed adjustments that resolved the issue. The investigation determined that the issue with the bead mixer had caused the event. The customer did not report any other issues after the service.